Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and pt outcome. The information provided by the vad coordinator indicated that the pump will not be returned to the manufacturer for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the patient was found by his daughter, lying on the bed within reach of his equipment and power sources. The batteries were in his vest; which he was wearing, and the power cables on the floor in front of him. The patient¿s system controller was alarming, not connected to any power source. She reestablished a power source and called 911. The pump was not be returned and the family never returned the equipment.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report of an outcome indicating that the pt had expired after 19 months of support on the lvad. The cause of expiration was reported as "pt found disconnected from all power sources." No further information was provided. Additional information received (B)(6) 2014 from the vad coordinator that she will not be returning the pt vad.

Manufacturer narrative:
Additional information: the pump was not explanted at the time of death. The reported event could not be confirmed through this evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.